Event description:
During a coil embolization procedure of the pcom, the orbit rdfl complex fill coil (638cf0615/ 15227355) was positioned at the target site to fill aneurysm, but the shape was not good. The device was withdrawn, and afterwards the device was used to fill the aneurysm, but found the coil was stretched during repositioning. During repositioning, the coil was left in the aneurysm, while the (mc) microcatheter was repositioned. The device was changed to another one to complete the procedure with the same prowler 14 mc. The issue was not that the coil was too big for the aneurysm, but no information was provided. During insertion, no additional force was utilized to advance or remove the coil/delivery system, and resistance did not cause the coil to stretch. After the event, the coil and delivery system were removed from the patient without any issues and loss of target site. An adequate continuous flush was maintained through the prowler 14 mc at all times. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. No balloon or stent remodeling product was used during the procedure. Other than the reported event, no other damages were noticed with any other section of the device coil (detached, separated, fractured, etc), delivery system/introducer (kink, bend, fracture, separated, etc), and the coil remained attached the delivery system

Manufacturer narrative:
The product was returned for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure of a posterior communicating (pcom) aneurysm, the orbit rdfl complex fill coil (638cf0615/ 15227355) was positioned at the target site to fill aneurysm; because the initial shape was not good, it was withdrawn for repositioning; however, with repositioning it was noted that the coil was stretched. During repositioning, the coil was left in the aneurysm, while the microcatheter (mc) was repositioned. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. The coil remained attached to the delivery system when removed from the patient. The device was changed to another one to complete the procedure without loss of mc position at the target site. The same prowler 14 mc was used with the next device. During insertion, no additional force was utilized to advance or remove the coil/delivery system, and resistance did not cause the coil to stretch. An adequate continuous flush was maintained through the prowler 14 mc at all times. The mc was re-shaped prior to use with the shaping mandrel, steam, and without any damages. No balloon or stent remodeling product was used during the procedure. Other than the reported event, no other damages were noticed with any other section of the coil, delivery system/introducer. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube presented several kinks on it. The introducer was received zipped without damaged. The support coil, gripper and embolic coil were found inside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the griper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The embolic coil was inspected under microscope through the introducer and the stretched condition was confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. The cause of the kinks on the device and the stretched embolic coil could not be conclusively determined; however, with review of the analysis and device history records there is no indication of any relationship to the manufacturing process. Additionally inspections are in place to prevent this type of failure from leaving the facility. It is possible that aneurysm/vessel characteristics and the procedural factor of repositioning the microcatheter over the partially deployed coil, which the instructions for use cautions may lead to coil damage, may have contributed. Therefore, no corrective actions will be taken at this time.